Event description:
The power supply printed circuit board of a ventilator failed. This caused the gui display to go blank. The room smelled of smoke. There was no fire. Diagnosis or reason for use: respiratory distress. Event abated after use: yes. Event reappeared after reintroduction: no.